Manufacturer narrative:
The pump had minor scratches on the lcd window, a cracked lcd window, a scratched case, cracked battery tube threads, a cracked reservoir tube lip and a scratched reservoir tube window. No broken lcd window was noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of damage from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that he fell down the stairs and the screen broke. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.